Manufacturer narrative:
Follow-up #1; date of submission: 01/04/2017. The device has been returned and evaluated by product analysis on 12/14/2016 with the following findings. During investigation, the total daily dose added up correctly and reflected the user programmed basal rates. The pump was found to be delivering within required range and delivering accurately. There were no delivery interruptions, errors, alarms or warnings that occurred during testing. The original complaint was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that there was an inaccurate delivery of insulin. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.